Event description:
It was reported that the pump had a plunger error message. There was no patient involvement as the issue happened during self-test.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
E1: correction. H3: one device was returned for repair with complaint that device displayed a plunger error message. Event logs did not show any errors. No previous service noted in the last 12 months. Visual inspection revealed the plunger case was broken, and the device could not connect either wired or wirelessly due to a faulty interconnect board. Additionally, the non-original equipment manufacturer (OEM) battery was replaced. The device was repaired by replacing the interconnect board and the non-OEM battery with an OEM battery. The device was then validated using the onboard performance verification test, and the pump passed all validation tests.